Event description:
It was reported that auto mode switching due to far field r wave oversensing was observed on the pacemaker. Programming changes were to be made at a future follow up in clinic. There were no patient consequences.